Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the device history record, instructions for use (IFU), and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath was buckled and torn, creating a poor transition between the sheath and dilator. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The customer initially reported that, as the peel away sheath of the turbo-ject power injectable was being inserted during a PICC (peripherally inserted central catheter) line insertion procedure, the sheath buckled, and a new kit needed to be opened. No patient adverse events were reported, and no additional procedures were required. The malfunction resulted only in minor inconvenience. The device was returned for evaluation and during the physical examination of the returned device, the tip of the catheter was determined to be buckled and torn creating a sharp edge.